Manufacturer narrative:
(B)(4). The lot was manufactured from december 2, 2013 to december 3, 2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse at all. This occurred during patient infusion of 2040mg of fluorouracil (non-baxter product). There was no patient injury or medical intervention associated with this event. No additional information is available.